Event description:
It was reported that the patient complained of pain since implant placement at tooth site #9. Suppuration was noted and at (B)(6), the implant came out with ease when the driver was applied to the cover screw. Site augmentation was performed at removal and cbct medicated. Symptoms as a result of the event: loss of integration, abscess, edema, inflammation and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.